Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical record review, patient with history of hernia repairs using 3dmax meshes (device #1, #2, #3 and #4) was diagnosed with abdominal pain and bilateral inguinal hernias. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. This emdr represents the 3dmax mesh (device #3). Supplemental emdrs were submitted to represent the 3dmax meshes (device #1 & 2) and an additional emdr was submitted to represent the 3dmax mesh (device #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : device not returned.

Event description:
Per information provided by the patient's attorney: (B)(6) 2014 - patient was diagnosed with bilateral inguinal hernias and underwent laparoscopic repair with 3dmax meshes. Per the operative notes, "very large left inguinal indirect hernia sac was elevated. A bard 3dmax size-large mesh (device #1) was inserted into the left preperitoneal inguinal space. The right side was also repaired in the exact same manner (3dmax mesh (device #2) was placed), although right side had a smaller indirect inguinal hernia." (B)(6) 2014 to (B)(6) 2016 - during post op visits post implant (device #1 & #2), patient was diagnosed with bilateral groin pain and bilateral inguinal hernia with left side larger than the right. (B)(6) 2016 - patient underwent laparoscopic recurrent bilateral inguinal hernia repair with 3dmax meshes (device #3 & #4) and partial removal of the old 3dmax meshes (device #1 & #2). Per the operative notes, "lysis of adhesions was performed. Both right and left recurrent indirect inguinal hernia content and hernia mesh (device #1 & #2) were reduced. Bilateral bard 3dmax mesh (device #3 & device #4) was inserted into each of the preperitoneal inguinal spaces, placed the mesh overlapped with the old mesh." (B)(6) 2016 to (B)(6) 2018 - during post op visits patient was diagnosed with abdominal pain and bilateral inguinal hernia. Attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, pain and emotional injuries.